Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to advance and difficulty to remove (guide wire) was confirmed as the device was returned with a guide wire frozen in the lumen of the xiece pros device. The reported difficulty to advance and difficulty to remove (guiding catheter) could not be confirmed due to the condition the device was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the as it is likely the device interacted with the guiding catheter and/or guide wire during advancement and removal resulting in the reported difficulty to advance and difficulty to remove. It should be noted that the xience pros device was returned with a versaturn guide wire frozen in the guide wire lumen confirming the reported difficulties (difficulty to advance and difficult to remove) with the guide wire. It is likely that the device may have met resistance during advancement/retraction over the guide wire due to a build-up of procedural contaminants (blood/contrast) on the guide wire, resulting in the reported difficult to advance and difficult to remove and subsequently resulting in the returned condition frozen with the guide wire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report the device was received. A versaturn guide wire was returned frozen inside the xience pros sds. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The 3.0x12 mm xience pros stent delivery system (sds) was being advanced on the guide wire through the guiding catheter but the devices became stuck and could not advance forward or backward. Therefore, the entire system was removed together. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.